Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in hospital when the patient fell and received several shocks. It was noted that the patient's all leads were dislodged and caused the shocks. Lead was repositioned successfully. The patient was reported as being stable.